Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the ccd (charge-coupled device) and cable unit were stressed unexpectedly by the user's handling, resulting in the failure of the image. Handling of the equipment is described below as identified within the instructions for use. As a result, there is a possibility that the phenomenon can be prevented. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed, due to a coupler base plate that was bent causing an off-centered image. The image was grainy/coarse due to a faulty charge-coupled device (ccd) unit. A shortage in cable caused the image to flicker intermittently. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
The user facility reported that the image did not appear while using a camera head. The scope image only showed a half moon. There was no patient involvement or injuries reported. No additional information has been obtained.